Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed the device did not meet longevity due to high current drain. Further analysis revealed the high current drain condition was due to current leakage in the battery filter capacitors.